Event description:
The caller alleged discrepant results when compared with the another brand of meter. The results are as follows: date: 2008, inratio: 3.0, another brand meter: 2.3; date: same day, inratio: 3.2, another brand meter: 2.3. The caller alleged discrepant results when the test was repeated with two different hemosense meters: inratio 1: 3, inratio 2: 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with different brand meter results provided by end-user at time complaint was filed: date: 2008, inratio: 3.0, another brand meter: 2.3, mean: 2.65, confident limits: 1.7-3.8; date: same day, inratio: 3.2, another brand meter: 2.3, mean: 2.75, confident limits: 1.8-4.2. The test 1 and test 2 are within the confident limit as per the internal procedure. Also, the user tested in another meter; used venous blood. As per user guide, patient is advised to use finger prick blood. The patient also repeated the test in two different hemosense meters. Inratio 1: 3, inratio 2: 3.2, average: 3.1, stdev: 0.14, %cv: 4.56. As per internal procedure, the acceptance for imprecision is a 20% for less. Product will not be investigated.